Manufacturer narrative:
A supplemental will be filed once the investigation is completed.

Event description:
It was reported that there was a tear in the packaging close to the top right corner. The issue was noticed prior to the procedure. The device was not used on a patient.

Manufacturer narrative:
The device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the returned device revealed a tear in the pouch. A review of the device history record supports that the device met all inspection and test criteria which includes post-sterilization inspection of the device packaging for stains, foreign material, smear/smudges, and seal integrity. Therefore, the most likely root causes for the reported event are mishandling subsequent to distribution and/or deterioration of material or seal due to abnormal handling/storage conditions. The instructions for use (IFU) states: "inspect packaging before opening. The contents of the package are sterile if the package has not been compromised. Do not use the agilis nxt steerable introducer if the sterility has been compromised. If the package is damaged or if it was opened and the introducer not used, return the introducer and the package to stryker sustainability solutions." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that there was a tear in the packaging close to the top right corner. The issue was noticed prior to the procedure. The device was not used on a patient.